Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to a sinus tachycardia, with all programmed therapy delivered. Technical services (ts) advised the calling field representative about the programmed device setting and recommended the device programming be adjusted to hopefully prevent the delivery of inappropriate therapy in the future. No adverse patient effects were reported.